Event description:
The customer observed a false non-reactive architect hbsag qualitative ii result generated for a patient sample. The following data was provided (customer¿s reference range < 0.05 iu/ml is non-reactive; >/= 0.05 iu/ml is reactive): sample ID (B)(6) initial result on mindray platform = 0.07 iu/ml sample then run on architect and result = 0.72 s/co (non-reactive) serum then transferred to a secondary tube, recentrifuged and rerun in duplicate: initial result = 2.58 s/co (reactive), repeat result = 2.50 s/co (reactive) no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.  This report is being filed on an international product, list 2g22, that has a similar product distributed in the us, list number 4p53.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data review, and in house testing of a retained reagent kit. Return testing was not completed as returns were not available. Data and information provided by the customer was reviewed and supports the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected. A review of tracking and trending did not identify any trends related to the complaint issue. Device history review did not identify any potential non-conformances, non-conformances, or deviations with the complaint lot. Clinical sensitivity testing was performed using an in-house retained kit of the complaint lot 62177fz00. All specifications were met indicating that complaint lot is performing acceptably and there is no issue with the lot. The overall performance of architect hbsag qualitative ii reagent was reviewed using data gathered from customers worldwide. The median population result for the lot is within established baselines and comparable with all other lots in the field and confirms no systemic issue for this lot. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or deficiency for architect hbsag qualitative ii reagent, lot 62177fz00, was identified.

Event description:
The customer observed a false non-reactive architect hbsag qualitative ii result generated for a patient sample. The following data was provided (customer¿s reference range < 0.05 iu/ml is non-reactive; >/= 0.05 iu/ml is reactive): sample ID (B)(6) initial result on mindray platform = 0.07 iu/ml. Sample then run on architect and result = 0.72 s/co (non-reactive). Serum then transferred to a secondary tube, recentrifuged and rerun in duplicate: initial result = 2.58 s/co (reactive), repeat result = 2.50 s/co (reactive). No impact to patient management was reported.